Manufacturer narrative:
(B)(4).

Event description:
It was reported that slow balloon deflation occurred. Vascular access was obtained via the anterograde approach and a 4fr sheath was inserted. The 90% stenosed target lesion was located in the moderately tortuous peroneal artery. Contrast ratio was 1:2. After placing a non-bsc guidewire, a 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for a plain old balloon angioplasty (poba) and the balloon was inflated for 3 minutes. Upon deflation, the contrast remained in the balloon catheter. Negative pressure was then re-applied and the balloon was successfully deflated and the balloon catheter was then removed from the patient. Angiography was performed and it was determined that an addition dilation was necessary. The same 2.0mm x 220mm x 150cm coyote¿ balloon catheter was then re-advanced. Upon applying the negative pressure again, a green liquid was noted in the encore 26 balloon catheter inflation device. The balloon catheter and inflation device were both removed while the guide wire was kept in place. A 3.0mm x 220mm coyote¿ balloon catheter was then advanced and completed the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter and a stopcock. The balloon was deflated with loose folds. There was contrast in the balloon and lumen. Microscopic examination of the proximal weld region revealed damage to the inner shaft. The inner shaft was damaged (kinked) at the proximal end of the balloon and the distal end of the shaft. Functional testing was performed by connecting an inflation device filled with water to the hub and inflating the balloon. The device could not inflate and was found to be leaking from two parallel cracks in the hub. The complaint device could not be inflated, thus, the deflation issue could not be performed. The location of the shaft damage could contribute to issues with the flow of fluids during the procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that slow balloon deflation occurred. Vascular access was obtained via the anterograde approach and a 4fr sheath was inserted. The 90% stenosed target lesion was located in the moderately tortuous peroneal artery. Contrast ratio was 1:2. After placing a non-bsc guidewire, a 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for a plain old balloon angioplasty (poba) and the balloon was inflated for 3 minutes. Upon deflation, the contrast remained in the balloon catheter. Negative pressure was then re-applied and the balloon was successfully deflated and the balloon catheter was then removed from the patient. Angiography was performed and it was determined that an addition dilation was necessary. The same 2.0mm x 220mm x 150cm coyote¿ balloon catheter was then re-advanced. Upon applying the negative pressure again, a green liquid was noted in the encore 26 balloon catheter inflation device. The balloon catheter and inflation device were both removed while the guide wire was kept in place. A 3.0mm x 220mm coyote¿ balloon catheter was then advanced and completed the procedure. No patient complications were reported and the patient's status was good.